Manufacturer narrative:
Description of event - on 29 october, 1997, dr. Implanted a 33 mm mitral st. Jude medical mechanical heart valve (model 33m-101) in the tricuspid position. The pt's previously implanted homograft thrombosed. The pt had a history of severe ebstein's anomaly. On 09 february, 1998, dr. Explanted this valve due to thrombosis. Preoperative fluoroscopy performed on 05 february, 1998, revealed one leaflet not moving. Intraoperatively, the surgon noted minimal pannus formation on the valve, as expected for the short duration the valve was implanted. After explant, a porcine bioprosthesis was implanted. The pt's postoperative health status was reported as stable. The operative report stated "there was fresh clot circumferentially around the valve and infiltrating to the superior leaflet". Per medical center, the pt's anticoagulation regime was temporarily interrupted; as was taken off coumadin for a few days due to her inr being too high. Results of investigation - the valve was not returned to st. Jude medical heart valve division for analysis. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion - info reviewed from the valve's device history indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation are inconclusive due to the fact the explanted valve was not returned to st. Jude medical heart valve division for analysis. The cause of thrombosis remains unknown; however, info provided by states the pt's anticoagulation regime had been temporarily interrupted due to an inr which was too high. It is possible the valve thrombosed during this brief time. It is also possible that other pt factors were responsible, as evidence by the fact that a previous homograft also thrombosed. The st. Jude medical mechanical heart valve physicians's manual recommends that patients with a st. Jude medical mechanical heart valve be routinely maintained on anticoagulants.

Event description:
The valve was explanted due to thrombosis.